Event description:
It was reported, that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead failed to capture. Fluoroscopy imaging showed the lead was dislodged. The physician decided to revise the lead. And during the repositioning, it was noted, that there was a damage on the outer insulation. The lead was explanted and replaced. There was no patient consequences reported.